Manufacturer narrative:
(B)(4). Date sent: 11/11/2024. Additional information received: the surgeon has used our products for many years. Earlier this year, the doctor provided information about bleeding in some of his surgeries. The local reps went into some of his surgeries to troubleshoot. Videos were provided when bleeding occurred and when no bleeding occurred. In october, the bleeding happened again. So, the surgeon wanted to try slr, but bleeding still happened. The slr was used on all firings in the procedure. He used 2 gold and 3 blue reloads. The team talked through the doctor¿s technique. The doctor always has tension on the tissue when he goes to clamp the device but then he relaxes the tissue before he staples. He is waiting for the 15 seconds. Most of the time he uses the 1st firing. Bleeding is occurring on the 1st stopping/line most of the time. He only uses blue and white cartridges for by-pass procedures and gold and blue for sleeves. He only uses other cartridges in special cases. The staples look good during the bleeding cases. The local reps do not know the doctor¿s pre-op drug therapy.

Event description:
It was reported that during an unk procedure, the staple line was bleeding some minutes after the stapling. Not only housing. No perfusion, not a measurement of the ml of blood lost. To resolve the issue, the following action was taken: monopolar coagulation. The procedure was prolonged for 7 minutes. No patient consequences reported.

Manufacturer narrative:
(B)(4). Date sent: 6/27/2024 b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 724c80 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and five gst60b (b, c, d, e, f) and two gst60d reloads ( g & h) were received. All reloads were received fully fired. Upon further inspection, the reloads (c & f) were found to have damage on the knife channel. In addition, some staples over reload b were observed. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. The found damage on the deck's are consistent when the device is fired over an already existing staple line; when this happens, it is possible that the knife may push the staple line and tissue forward shaving the reload deck. To mitigate the potential for staples getting into the reload and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and reload jaw in sterile solution and then wipe the anvil and reload jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. Please reference the instruction for use for more information. Device history review a manufacturing record evaluation was performed for the finished device batch number 724c80, and no non-conformances were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. What was the appearance of the deployed staples (b-formed, malformed, goal post/legs straight)? Was the staple line interrupted; staples not present/visible on any portion of the staple line? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.